Manufacturer narrative:
The reported events were lead perforation and lead dislodgment. A full lead was returned in two pieces for analysis. After cutting and cleaning the distal portion of the lead, specification measurements, stiffness test, electrical testing, visual and x-ray inspections were normal with no anomalies found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. It was noted that there was possible perforation and atrial lead dislodgment. The atrial lead was explanted and replaced. The patient was in stable condition.